Event description:
It was reported that a device embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 21mm watchman laa closure device was implanted with the la pressure at 10. Procedure was successful and compression was 10-19% and less than 8% in the 45 degree view. There was a complete seal noted. On (B)(6) 2019, patient presented for 45 day follow up transesophageal echocardiogram (tee) and the device was not visualized in the laa. A computed tomography scan found the implant in the abdominal aorta between the renal arteries. Patient is in stable condition and asymptomatic. The device was retrieved (B)(6) 2019 with a snare device via percutaneous femoral artery access. A new watchman device was then successfully placed. Patient is stable following device retrieval and new device implantation. Patient will start oral anticoagulant regimen for 45 days and a follow up tee will be performed to reevaluate device.